Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that shortness of breath and in-stent restenosis (isr) occurred. In (B)(6) 2013, patient's clinical status assessment indicated that the patient's qualifying condition was stable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was located in mid right coronary artery (rca) with 95% stenosis and was 28 mm long with a reference vessel diameter of 2.75 mm. The was treated with pre-dilatation and placement of a 2.50x38mm study stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2015, the patient presented with complaints of shortness of breath in the hospital and developed nosebleed due to which the plavix and aspirin was discontinued. The physician the restarted aspirin. In (B)(6) 2015, the patient underwent myocardial perfusion spect (single photon emission computed tomography) which revealed a mild reversible inferior wall perfusion defect under stress and patient's electrocardiogram (ECG) revealed no ischemic changes in st segments. Coronary angiography was performed and revealed 80% isr of the study stent implanted in mid rca which was treated with placement of a 2.50x20mm ion drug eluting stent. Following post-dilatation, no residual stenosis was noted with timi 3 flow.